Event description:
The customer reported the analyzer was "hot and that they thought the batteries had exploded because of the corrosion in the battery compartment". There were no allegations of patient/user harm. There were no allegations of incorrect results.

Manufacturer narrative:
Extensive corrosion was observed in the battery compartment of the returned analyzer. Currently it is unknown whether or not the device may have overheated, as that allegation could not be duplicated. It is known that improper insertion of batteries, in any device, may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers. Corrosion can also occur when batteries are left in an analyzer for an extended period of time.